Event description:
It was reported that the customer was having trouble with infusion sets. Two of the mio cannulas were kinked and customer experienced high blood glucose and was hospitalized. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.